Event description:
Reporter indicated that a pt who resides in a nursing home has been unable to eat solid food and is hooked up to a feeding tube since participating in a cyberonics study several years ago. Also indicated that the device had been explanted some time ago.